Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, dilation was performed several times outside and inside the stent. When the device was used, it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis attached to an encore inflation unit. A visual examination revealed blood within the balloon and inflation lumen which is evidence of a device leak. Positive pressure was applied and liquid was observed to be leaking from a balloon pinhole at 1.0mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/2.75 flextome¿ cutting balloon¿ was selected for use. During the procedure, dilation was performed several times outside and inside the stent. When the device was used, it was noted that the balloon was ruptured. The procedure was completed with a different device. No patient complications were reported.